Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had detached from the nasal prongs during patient use. Hospital staff reported the patient was heard crying, and upon observation the patient was seen with the tubing in their hand. Hospital staff were unable to confirm whether the tubing was stuck under the patients arm prior to breaking. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: device details including lot#, UDI, date of manufacturing were unable to be provided by the healthcare facility. Method: two ojr412 optiflow junior 2 nasal cannula were received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. The healthcare facility stated that the two devices were used on two different patients, however they were unable to distinguish which device was used with which patient. Our investigation is based on the evaluation of the subject devices, information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of device #1 revealed that the tubing was found partially detached from the right cannula tube joint. Glue was visible inside the tube joint, with adhesive residue observed outside of the cannula. The tubing was also observed to be slightly stretched next to the joint. Visual inspection of device #2 revealed that the tube was detached from the right cannula tube joint. Glue was found inside the tube joint and on the tube. Adhesive residue was also found on the outside of the cannula. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the returned ojr412 optiflow junior 2 nasal cannulae. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr412 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula had detached from the nasal prongs during patient use. Hospital staff reported the patient was heard crying, and upon observation the patient was seen with the tubing in their hand. Hospital staff were unable to confirm whether the tubing was stuck under the patients arm prior to the tubing breaking. There were no reported patient consequences.